Event description:
It was reported that the atrial lead had low pacing impedance and noise on the electrogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator, (B)(6) 2009; 6947 implantable tachy lead, (B)(6) 2003. (B)(4).